Event description:
During an incident on 6/15/99 involving a 52 year old female patient in cardiac arrest with CPR being performed by a family member when the als crew arrived, one 200j shock was delivered by their lifepak defibrillator before it was non-functional and this defibrillator was used in the ambulance, with the same defibrillator pads, by the als crew who said this hs3000 defibrillator found the patient to be in asystole and later stated that it did not work. Both batteries were replaced with fresh ones and they didn't work either. The patient was transported to a hospital. The family stated that the patient was having a fluid build-up today before she arrested. The patient was obese, her abdomin (?) Swelled up, her tongue was out and she was foaming at the mouth. Medics were unstable to intubate. The customer's service tag states the cause as "constant use".

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for patient treatment was verified. Using the returned expired non-laerdal battery, lot nov2494, the defibrillator immediately beeped, prompted " replace battery, battery low" and shut down. The battery was found to be incapable of holding a charge. The message "replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The hs3000 operating instructions explains this prompt and what to do should it be experienced. It also contraindicates use of this device in a moving vehicle. It was said that the hs3000 defibrillator determined the patient was in asystole. The hs3000 does not treat an asystolic rhythm unless a paramedic (manual mode) mcm is used. The returned mcm was not a paramedic mcm and was empty of information. The als crew used a lifpak defibrillator and may have expected the hs3000 to treat asystole not knowing that it did not. The bls crew members were driving both the vehicles at the time. Gregg burzine was sent a letter, with a copy to mark steffens, explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.